Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed safety valve test during pre-use check. The ventilator was investigated on site by our field service engineer. According to service report the expiratory channel pcb was defective and needed to be replaced.. However, we have not yet received any confirmation of part replacement nor any part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. The expiratory channel pcb is a part of subsystem breathing bre. Main functions are responsibility for the patient treatment, i.e. How to regulate/measure the expiratory gas flow, it hold all the electronic connections to and from the expiratory cassette, it controls the expiratory valve as well. Moreover, it can control the safety valve in some situations, however other subsystem control the safety valve. In addition, it holds the electrical connectors for the expiratory and inspiratory pressure transducer pcbs. The expiratory channel pcb includes a memory backup battery. The system software must be re-installed when this pcb is replaced.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed safety valve test during pre-use check. The ventilator was investigated on site by our field service engineer. According to service report the expiratory channel pcb was defective and needed to be replaced. No log files has been provided. Replacement of the expiratory channel pcb solved the issue. The replaced part has not been returned for investigation therefore, no root cause can be established. The expiratory channel pcb is a part of subsystem breathing bre. Main functions are responsibility for the patient treatment, i.e. How to regulate/measure the expiratory gas flow, it hold all the electronic connections to and from the expiratory cassette, it controls the expiratory valve as well. Moreover, it can control the safety valve in some situations, however other subsystem control the safety valve. In addition, it holds the electrical connectors for the expiratory and inspiratory pressure transducer pcbs. The expiratory channel pcb includes a memory backup battery. The system software must be re-installed when this pcb is replaced. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) #. D1 ¿ brand name ¿ previous brand name: servo-n. Corrected brand name: base unit servo-n d4 ¿ version or model # - previous version or model #: servo-n. Corrected version or model #: 6688600. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).